Manufacturer narrative:
Correction: removal of information in section f related to importer the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
The customer reported this event to the FDA through medwatch: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five minutes into patient treatment with a prismaflex m100 set, water was observed to be dripping from the device. Upon closer observation by the nurse, it was noticed that the tubing had snapped internally on the filter (reported as the "kidney"). As a result the machine stopped and the filter had to be changed. There was no patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.